Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151426.

Event description:
Voluntary medwatch received notes that the right ventricular lead was explanted and replaced due to an unspecified performance issue. Further information was not provided.